Event description:
During laparoscopic cholecystectomy an atraumatic grasper broke inside the abdomen. After the damaged instrument was retrieved and the procedure completed x-rays indicated that a small piece of the instrument (approx 1mm in size) remained in the pt.